Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the results of a clinical trial, that approximately six months and twenty six days post index procedure, the patient developed 90% of target lesion stenosis. A standard percutaneous transluminal angioplasty (pta) was used to successfully treat the target lesion. The current patient status was not provided.